Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device restarted itself during use on a patient. However, no adverse patient impact was reported by the customer.

Manufacturer narrative:
A supplemental report for failure analysis info: one processor pca was returned for failure analysis. The reported problem was duplicated during lab tests. The r2241 was found missing with this returned processor pca. The available information is consistent with a malfunction of the processor pca. Philips cannot rule out a malfunction of the processor pca as the cause was not determined to be caused by use outside normal and expected. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.